Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 1000ug/ml at 274.8 ug/d via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). The patient's medical history included severe chrons. Patient states she got error code 8476 on the ptm today. The motor stalled and now the patient was having lots of symptoms including withdrawal symptoms. The patient stated that they woke up out of sleep with twitches, body was jerking had severe crohns and was doubled over so bad because of the return of symptoms. The patient stated they took a xanax and it wasn't working. Per the patient it was almost time for the battery to be replaced. The patient was not sure how long the pump has been out. The patient had not heard the pump alarm. The patient had a call into their physician when she had contacted the national answering service. It was suggested that the patient should check with the ER (emergency room) while waiting for the physician to return her call. The patient's physician's office was long distance away and the patient didn't think they would be able to drive there and the ER (emergency room) was just around the corner from their home. Additional information received reported that the pump was read and showed a stall and recovery on (B)(6) 2016 and a stall on (B)(6) 2016 without a recovery at that point. The patient was being placed on oral medications for withdrawal symptoms unit the pump replacement occurred. The patient feels pain is back and feels face flushed, and general malaise. The patient status at the time of the report was noted as alive, no injury. On (B)(6) 2016 it was reported that the pump was replaced. Per this reporter the first motor stall occurred (B)(6) 2016 and there was also a tube set log. The pump also had a current motor stall upon replacement.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and/or wear and/or lubrication, stall due to shaft bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.